Manufacturer narrative:
Block h6 imdrf device code a0501 captures the reportable event of snare loop detached.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used in the sigmoid colon during a colonoscopy procedure performed on (B)(6) 2023. During the procedure and inside the patient, a piece of the metal broke off. The small piece of metal was removed using suction via endoscope. There were no patient complications reported as a result of this event.